Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an implantable pulse generator (ipg) system infection. The patient was treated with antibiotics and the ipg system was explanted. No further patient complications have been reported as a result of this event.